Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they recently had a couple of falls. The first fall left them with a bruise. The patient had another fall today and immediately felt a jolting sensation like the stimulation from their implantable neurostimulator (ins) was on for a couple of seconds. The patient stated that the shocking had not occurred again since then. The indication for use for the implanted device was noted as chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.